Event description:
It was reported that vns pt died and the cause of death was sudep. Follow up with the treating physician revealed that the cause of death with vns is not related. Pt's seizures were under much better control with vns. Physician suspects the cause of death to be sudep. Follow up with the hosp revealed that the explanted products have been disposed off. Good faith attempts to obtain autopsy report have been unsuccessful to date.